Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high, out-of-range (oor) pacing impedance measurement of more than 2,000 ohms, sensing issues and loss of capture (loc) at maximum output. However, when the configuration was changed to bipolar, the system seemed pacing in the atrium. Subsequently, the lv lead was turned off and a chest x-ray was planned. No adverse patient effects were reported. The system remains in service

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure where the lead was surgically abandoned and the device was explanted. There were no additional adverse patient effects reported.